Manufacturer narrative:
Device evaluation: one level 1 hotline low flow system (hl-90) was returned for investigation in used condition. The customer reported product problem was confirmed during functional testing. The product fault occurred because the over temperature setting was out of calibration. This issue was attributed to the customer. A user interface issue was established as the root cause. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was reported that level 1 hotline low flow system (hl-90) had an issue with the over temperature alarm. No patient injury or complications were reported in relation to this event.